Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement interface. Cement manufacturer is unknown. It was reported that the patient has had history of infection. The surgeon replaced all components except the patella and reimplanted tc3/rp revision. No additional information is available. Doi: unknown. Dor: (B)(6) 2019. Right knee.